Event description:
It was reported by svc report that the stretcher kicks out of zoom drive. The customer could not determine if there was pt involvement or if there were adverse consequences to report.